Manufacturer narrative:
The date of event is estimated. It was reported to abbott that the patient had a lead revision due to lead migration. Patient did not report any falls or trauma prior to the event. The report stated that the patient's leads migrated and they were replaced with new leads. Lead migration is not product related and is commonly a result of a trauma or fall that the patient has experienced.

Event description:
Related manufacturer reference numbers: 1627487-2020-21654, 1627487-2020-21671. It was reported that the patient experienced lead migration and a lead fracture. The patient's s1 and l4 leads migrated and their l3 lead was fractured. The patient underwent surgical intervention in which the leads were explanted and replaced.